Event description:
It was reported that the capture did not fit with the femoral cutting block during op. There was no adverse consequences for the pt and there is no delay for the op.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.